Event description:
I followed instructions to bite down until I made contact with (B)(4), however, after 2 nights each dental guard separated. Maybe instructions could be modified to press with fingers instead of bite down. Otherwise great product, helpful. Just needs to last longer.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.